Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received within the past two years where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated and found to have an electronic board malfunction and pcb defect.

Event description:
In this event, it was reported that a propex ii apex locator provided incorrect measurements; no injury resulted.